Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the biliary artery. A 10x68x75/ 7f wallstent rp endoprosthesis stent was advanced and was attempted to deploy in the proper location but it failed. The device was retracted out of the body and while in the sheath, the stent deployed inadvertently. Subsequently, the device was retracted with the catheter out of the sheath. The procedure was completed with a 10x 42 wallstent. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft profile. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the biliary artery. A 10x68x75/ 7f wallstent rp endoprosthesis stent was advanced and was attempted to deploy in the proper location but it failed. The device was retracted out of the body and while in the sheath, the stent deployed inadvertently. Subsequently, the device was retracted with the catheter out of the sheath. The procedure was completed with a 10x 42 wallstent&#11168;no patient complications were reported and the patient's status was okay.